Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) for reprogramming options for this patient with this cardiac resynchronization therapy pacemaker (crt-p). This crt-p was found to be in safety mode. The patient is not dependent. Ts indicated that there are no programming options available. At this time, the crt-p remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) for reprogramming options for this patient with this cardiac resynchronization therapy pacemaker (crt-p). This crt-p was found to be in safety mode. The patient is not dependent. Ts indicated that there are no programming options available. At this time, the crt-p remains in service and no adverse patient effects were reported. Additional information indicated that this crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session causing the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) for reprogramming options for this patient with this cardiac resynchronization therapy pacemaker (crt-p). This crt-p was found to be in safety mode. The patient is not dependent. Ts indicated that there are no programming options available. At this time, the crt-p remains in service and no adverse patient effects were reported. Additional information indicated that this crt-p was explanted and replaced. No additional adverse patient effects were reported.